Manufacturer narrative:
The original complaint stated that the vessel dilator would not flush on the 4 sheaths involved in the event. After receiving analysis reports for these 4 products this event is being reported since a yellow material was found after being pushed out of the distal end of the vessel dilator when a guidewire was advanced. The event appears to be mfg related. The products were not used in the pt. A non-sterile vessel dilator was rec'd inside a plastic bag and no visual anomalies were observed. A guide wire was introduced through the rec'd vessel dilator. A guide wire was introduced through the rec'd vessel dilator. The guide wire was advanced without resistance until it reached the distal end of the vessel dilator, where a resistance was felt, but the guide wire could still advance and went out of the vessel dilator with a yellow material attached. Mfg records were reviewed and no anomalies were found. Yellow material sample was sent to infrared analysis, which results revealed that samples were mdx. Therefore, this failure could be considered as mfg related issue. Add'l info...this is the 4th of 4 products involved with this event, which is associated with mfg report #9616099-2005-01539 and #9616099-2005-01540 and 9616099-2005-01541.

Event description:
The original complaint stated that teh vessel dilator would not flush on the 4 sheaths involved in the event. After receiving analysis reports for these 4 products this event is being reported since a yellowish material was found after being pushed out of the distal end of the vessel dilator when a guidewire was advanced. The event appears to be manufacturing related. The products were not used in the pt.